Event description:
It was reported that an ilet user experienced high blood glucose up to 500 mg/dl after a recent supply change, suspected to be due to an infusion set deployed incorrectly or a connector not attached correctly, with concern that the cannula was inserted at an angle. A guided full supply change was performed and glucose returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, consistent with improper or incorrect procedure related to the cannula during infusion set placement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. No further adverse outcomes were reported.